Event description:
During the af procedure, after the transseptal puncture, the guidwire was advanced through the sheath. It was then noted that there was a significant number of bubbles in the saline tube. It was then noted that the saline line had become disconnected from the junction. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided transseptal guiding introducer sheath was received for evaluation. Three photos were also received. The sideport tubing was cut at the sideport, and a small piece of tubing remained in the sideport. No stretching was noted on the sideport tubing. Functional leak testing was unable to be performed due to the aforementioned damage. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage and reported leak remains unknown.